Manufacturer narrative:
The manufacturing record review was performed. All process operations documented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass disposition. No non-conformance report (ncr) related to the complaint type was generated during the manufacturing process of this lot. The functional data results were verified and were within specifications. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
We received a report that during the implantation of a tecnis itec preloaded 1-piece intraocular lens (iol) the trailing haptic was sticking behind the optic and it was hard for the surgeon to loosen it. The surgery was delayed for 2 or 3 minutes while the surgeon manipulated the haptic. There was no patient injury reported and the iol remains implanted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.